Event description:
Approximately four months after the coil embolization of a posterior basilar aneurysm, the patient under went a second procedure to treat the reoccurrence of the aneurysm. There were no reported clinical consequences. No other information was provided.

Manufacturer narrative:
PMA# or 510k#: k050700 and k031168. Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that the directions for use notes that multiple procedures may be required to occlude an aneurysm. Therefore it was determined that the reported event was an anticipated procedural complication.